Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka). Cause was not known. Reportedly, due to the dka, the customer went to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.